Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: acetabular shell, catalog#: 010000660, lot#: 3949737. Complaint sample was evaluated and the reported event was confirmed. The shell and inserter were returned and evaluated against the complaint. Testing with thread gauges showed that the inserter threads passed and the cup threads failed. Visual inspection of both the inserter and cup threads showed that there was significant residual debris resembling body tissue in the threads. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause can be attributed to debris in the threads. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the threaded tip of the inserter could not be separated from the acetabular cup after impaction. The acetabular cup was removed with the inserter attached and another cup and inserter were used to completed the procedure. There were no other patient consequences, nor a significant delay in the procedure.